Event description:
It was reported that the patient had called 911 and when they arrived, the patient was non-responsive and had expired. Interrogation showed vf was diagnosed, atp was delivered, and hv therapy was delivered. After a short pause, vf continued. The device then undersensed multiple fine vf. The second event showed erratic signals and then showed episodal pacing. Upon further review, it was noted the device responded according to programmed parameters and no defect was suspected. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
Additional investigation indicates there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.